Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: b1, b2, h1: it was inadvertently reported on the initial report that the event was a malfunction. However, upon complaint review, it was determined that due to a newly created burr hole, this event was considered an adverse event as it will likely cause a serious injury to the patient. All fields have been updated accordingly to reflect the correct type of reportable event. B5: due to the change in reportability, the event description has been updated accordingly. Additional information: h6: patient code: 3191 (no code available) was used to capture surgical intervention. H6: method codes: device history lot ==> a manufacturing record evaluation was performed for the finished device [2l62328] number, and no non-conformances were identified. Investigation summary ==> the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [2l62328] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in japan that during an arcr (arthroscopic rotator cuff repair) surgical procedure treating a rotator cuff tear, it was observed that the first 4.75 healix advance kntlss br anchor device broke when it was inserted into the burr hole in rotating motion. Subsequently, the second 4.75 healix advance kntlss br anchor device also broke when it was inserted into the same burr hole. It was reported that the procedure was completed with a replacement which was inserted into a newly created burr hole. There were no fragments left in the patient¿s body. There was no surgical delay and no harm to the patient. The device was the first use when the issue occurred. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during an arcr (arthroscopic rotator cuff repair) surgical procedure treating a rotator cuff tear, it was observed that the first 4.75 healix advance kntlss br anchor device broke when it was inserted into the burr hole in rotating motion. Subsequently, the second 4.75 healix advance kntlss br anchor device also broke when it was inserted into the same burr hole. It was reported that the procedure was completed with a replacement which was inserted into a newly created burr hole. There were no fragments left in the patient¿s body. There was no surgical delay and no harm to the patient. The device was the first use when the issue occurred. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that it was unknown how the device broke. The reporter also confirmed that the lot number was 2l62328.